Event description:
It was reported that technical services (ts) was contacted by the field representative with questions about electrograms (egms). Ts discussed the field representative's questions. Ts also noted one right ventricular beat which was undersensed during an atrial tachy response (atr) event. The device and leads remain in service. No adverse patient effects were reported.